Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was functionally and visually evaluated. The device operated as intended during evaluation. The blade rotated and exposed without issue.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent laparoscopic myomectomy on (B)(6) 2014. During the procedure, the blade did not rotate on the way. Another like device was used to complete the case. There were no adverse consequences to the patient.